Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shocks for supraventricular tachycardia. Programming changes were made. Patient was discharged in stable condition.